Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and a 2.4 mmol/l ketone level. Cause was due to the cartridge tubing separating from the cartridge. Customer was monitored and released from the hospital the following day.